Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot 36579-119 was returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for five injections. The catheter failed the performance test due to 50032 notice, indicating that the safety system detected a compromised outer vacuum, immediately per connection to the console. Pressure test and dissection revealed double balloons breach. In conclusion, the catheter failed the returned product inspection due to the inner balloon pinhole. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.